Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had drawer failure. A field service engineer reseated the row board connectors on the main full-height drawer and removed the cubie that had a damaged lid. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure.the customer reported that they were utilizing an alternative pyxis system to locate the medication for patients, resulting in only a slight delay in obtaining the medication.there were no adverse events or injuries reported based on this event.